Manufacturer narrative:
(B)(4).

Event description:
It was reported non-sustained right ventricular oversensing episodes were detected due t-wave oversensing. The patient was asymptomatic. It was most likely caused due to lead compromise from another lead hitting the right ventricular lead. The r-wave amplitude had gradually declined. The patient mentioned having shortness of breath; the cause for this is unknown. Lead revision was suggested but overruled. Programming changes were recommended but did not completely resolve the issue. The patient will continue to be monitored. No further information is available.